Event description:
It was reported that on (B)(6) 2020, the patient had a left inguinal hernia (direct approach with prosthesis). Upon follow-up, the patient had a little pain. The abdomen was supple and painless. The patient returned home the same day, simple analgesics were prescribed and local care every 48 hours was done. On (B)(6) 2022, the patient had various ailments, intestinal and bladder problems. Back pain, limited movements, and no longer being able to do sports.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.